Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates the head section will hesitate when the siderail switch is pressed and will not run in calibration mode.